Event description:
Information was received that this smiths medical cadd solis hpca pump failed volume accuracy testing. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the reported inaccuracy was unable to be replicated by analysts. The expulsor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.